Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose levels ranged from 15 mmol/l to 24 mmol/l and has issues with insulin pump. The customer reported that the insulin pump keep alarming no delivery. The customer reported that she had bad headache. The customer reported that she treated high blood glucose levels with manual injections. Troubleshooting was performed. The customer reported that the insulin exited the tubing. The customer was advised to rewind the insulin pump. The customer reported that the alarm was caused due to an occlusion on the infusion set and the reservoir. The customer stated that the insulin pump was working as designed. Product is not expected to return for analysis.